Event description:
Pump reported as "says its infusing, but isn't." The reporter stated that there have not been any pt incidents, but that the anesthesiologists just don't like using the pumps. In the case of "non-delivery," the anesthesiologist administers the med by hand or uses the as40 pump. No other information provided.